Manufacturer narrative:
Additional information: d9, g4, h3, h6, h11: the five (5) reported devices were received for evaluation. Visual inspection of the actual samples showed no anomaly. Functional air leak testing (2 bar pressure) was performed for all sets, and leaks were observed for each set at the level of the return screwed connector due to a crack in the connector. In addition, five retention samples were air leak tested and no leaks were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed housing damage for all five actual samples was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the return line of five (5) prismaflex 150 sets during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.